Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing separated from the t:lock. Reportedly, the issue occurred with multiple cartridges. Multiple supply changes were performed resolving the issue. Blood glucose level was 400 mg/dl.